Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to cycle power. The tsr explained the alarms and advised hp he will need to setup with new supplies. The hp normally carries fluid during the day and he was more than halfway finished, so he is going to end therapy and call the nurse in the morning to see if he should do a manual exchange or not. The hp contacted baxter product surveillance on (B)(6) 2011. The hp stated he did not do anything differently during therapy and the alarm woke him. The hp stated he contacted his nurse and was instructed to resume therapy on the hc the following night. The hp stated he resumed therapy the following night without any problems. No patient injury or medical intervention was reported.